Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned device found signs of repeated use and has a piece fractured off the distal surface. Device history record was reviewed and no discrepancies related to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial left knee procedure, the trial bearing fractured while the surgeon was trailing on the patient. There was no surgical delay or impact to the patient.